Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Insulin was changed; however, elevated bg continued. Customer alleged a possible pump malfunction was cause of elevated bg. Customer reverted to insulin pens and bg was "much better". Multiple follow up attempts were made by tandem technical support; however, the customer did not respond.